Event description:
In 2007, the sales rep reported that during a cervical procedure, the surgeon was going to use a pin and when he did, it would not hold because there was no secure ring in the plate. Add'l info received on 07 jan 2008, the sales rep reported that when the surgeon was implanting the plate, he placed the two center screws and then noticed that the superior center secure ring was missing. The surgeon removed the previously implanted screws and replaced the plate with another one. This created a 15-20 minute delay in surgery. There was no reported injury to the pt.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.